Manufacturer narrative:
Suspect device received on (B)(6) 2020. Device evaluation summary: during visual evaluation, the device was observed to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this 6855642 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast reconstruction primary with mentor memorygel 800cc silicone breast implants which the right side ruptured after implantation. The issue was confirmed by the physician via MRI examinations. As a result patient underwent bilateral removal and replacement as follow: right replaced with cat#: shpx-790 sn#: (B)(4), and left replaced with cat#:shpx-790, sn#: (B)(4) on (B)(6) 2020.